Manufacturer narrative:
Batch review performed on 14 november 2018: lot 180805: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2032-05-15. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by "clinial" affairs director: hip revision surgery occurred 2 months after primary cementless total hip arthroplasty. Reason for revision is a femoral fracture probably occurred during postoperative rehabilitation. In this period of time, accidental trauma or sudden movements on a weakened bone due to the normal intraoperative femoral preparation may facilitate fracture occurrence. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed 2 months after primary due to bone femur fracture. The surgeon revised the stem, head and liner.